Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 215 mg/dl. Customer stated that the reservoir leaked was o ring. Customer reported that the insulin pump had been exposed moisture. Customer stated there was not an air bubble in the reservoir. Customer could not troubleshooting for reservoir leak. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm, unable to complete insulin pump rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.